Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. A cartridge change was performed resolving the issue.